Event description:
The customer's daughter reported via phone call that customer was in the emergency room, admitted into hospital as a result of low blood glucose on (B)(6) 2021. The customer¿s blood glucose level was 23 mg/dl at the time of incident. The customer¿s current blood glucose value was 195 mg/dl. The customer did not provide information about symptoms of low blood glucose value. The customer treated low blood glucose with intravenous drip. Customer uses auto mode. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. The customer report did allege over delivery on insulin pump. Customer reported insulin pump was not worn during a medical procedure. Customer stated insulin not dripping or squirting from end of set before connecting at their site. The device will not be return for the analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.